Event description:
Home patient (hp) reported the pt extension line became disconnected from the transfer set during treatment and the device alarmed system error 2240. Hp stopped treatment at time of 2240 alarm. There was neither pt injury nor medical intervention associated with this incident per hp.